Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of "lo". The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for eval. The customer also insisted her meter be replaced. Replacement products were sent to the customer.